Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during a procedure for endoscopic sinus surgery, the outer cylinder of the shaft was damaged while using the product. Product was replaced due to difficulty in continuous use. There was no planned/intervention performed. There was no delay in the surgical procedure. There was no broken pieces of the reported product remain inside the patient's body. The procedure was completed with backup product(s). On follow-up, it was reported that there were fragments that came off or got detached from the broken device as it fell on the surface of the patient's body and it was picked up by hand. There were no additional procedures or unintended equipment required to retrieve the fragment. There was no patient impact/injury because of this event. The patient was discharged.

Manufacturer narrative:
H3: analysis found that visually, the middle assembly spiral wrap was broken at the proximal end. The information most likely indicates an interference issue of the diameters during manufacturing, ultimately resulting in the reported event. H6: fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.